Event description:
A new apc probe (straight fire) would not work properly (no cautery effect). An error message appeared on the erbe apc unit (blocked gas flow). The probe was removed from scope and tested. The error message continued and probe did not function. A second new apc probe was opened and used on the patient. There was no problem with the 2nd probe (circumferential fire) and effective cautery was done and procedure completed.